Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that in 2009, she noticed a "burn" at the infusion site location and the area was red and swollen. She removed and disposed of the infusion set headset. Four days later, the area was inflamed, and she went to the doctor and was given an antibiotic. Two days later, her doctor lanced the abscess, and laboratory tests were performed. It was found, the pt had an infection and she was given antibiotics. No further information is available. No product is available to be returned for evaluation.